Event description:
Reporter alleged the lancet needle that is a part of the softclix plus lancing system, used in finger-stick blood glucose testing, protrudes outside the cap after use. The location of the alleged incident was not provided. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.